Manufacturer narrative:
The technician found the wire lugs in the power cord plug were loose. He tightened the wire lugs to repair the bed.

Event description:
Info received indicates during a preventive maintenance check the technician had a high ground resistance reading.